Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 38 mg/dl. The customer also had high readings. The customer treated with manual injections. The customer was advised to check the alarm history; the customer stated that there were low reservoir alarms. The customer was advised to speak to health care provider regarding blood glucose.